Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 leads to hypoglycaemia. The blood glucose level was 27mg/dl at the time of event. The length of hospitalization was less than twenty-four hours. No further information available.